Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the bio ID failure. The field service engineer reseated usb cable from bio ID to docking board and tested. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system station niccu bio ID requires maintenace. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.